Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of a scissored clip could not be replicated or confirmed. The event unit met current specifications, and there were no visible non-conformances found that would account for the complainant's experience. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: according to surgeon, the clip scissored and then an open clip fell out. Then the clip applier didn't want to clip at all. A new ca500 was opened. The representative washed the clip and examined it. She pulled the handle a few times and no clip came out as if the mechanism is sliding. After a few applications, the clip came out again. According to the surgeon, the clip got stuck. Additional information received by email from the distributor on (B)(6) 2018: the clip scissored over tubular structures. Type of intervention: a new ca500 was opened. Patient status: did a patient injury or illness occur associated with the complaint event? No.